Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the inspiratory pressure transducer printed circuit board (pcb) has been checked and needed replacement to resolve the issue. Defective pressure transducer may lead to inaccuracy in pressure measurement. The part was returned for further investigation. It has been tested on a ventilator and it failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. After start of ventilation, a directly stop of ventilation was observed. Apnea, high continuous pressure, o2 concentration: low, respiratory rate: low and peep high alarms were active. It was observed that the zero pressure has a drift, which concluded that the pressure sensor was drifting in which explain the reported issue. A microscopic analysis showed a dirt and some kind of liquid inside the sensor's cavity that can be blocking the pressure and that most likely is the cause of the issue.

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the pressure transducer printed circuit board has been checked and needs replacement to resolve the issue. Defective pressure transducer printed circuit board may lead to high pressure.  No parts were returned for investigation. The root cause of the event has not been determined. The correction of field #b5 describe event or problem was required. This is based on the internal evaluation. #b5 describe event or problem: previous description: it was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Corrected description: it was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).